Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "verbiage received in customer's response to original filed complaint (B)(4), - "we reported a critical k+ of 6.2 on (B)(6) 2019. His daughter came in the following week or later and reported that we had run this on her father and reported it as a critical but when he went to the ER they stated it was normal in the 5.0 range. I pulled the data from the analyzer but was unable to pull the specimen because it was discarded at > 7days. The tech has actually questioned the critical result and repeated the specimen again because there as no previous and the rest of the result besides the bun were normal. The specimen was actually run 4 times to verify the potassium rather than the 2 required to verify any critical. There was no hemolysis as seen on the report from the analyzer. The qc was well within the range as the documentation demonstrates. There was no reason for the tech to doubt the validity of this result. After the daughter let me know of the result in the ER and I had reviewed our data, I called the physician, and let her know and to ask her to have it verified somewhere else. I never heard back from her until after the second incident." Email correspondence describing conversation, - "this morning labcorp department head of toxicology called and spoke with me for a while on the potassium issue I am experiencing. His man point was to get rid of using plasma tubes/samples completely. He stated that the issues I am having with potassium are issues that everyone has at one time or another when using plasma. He realizes all hospitals use plasma as their main sample of choice because of convenience. Labcorp does not recommend plasma because of issues mainly with potassium. He further stated that labcorp had these elevated potassium's they would like to see if they also received a serum sample. Falsely elevated potassium's on plasma always results as normal on the serum tube. I did not know this. I am going to switch to serum tubes but they have to be spun at the higher rcf for 15 minutes. He was very clear on following these steps. I still need the centrifuges.""

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes gave erroneous results the following information was provided by the initial reporter: "verbiage received in customer's response to original filed complaint pr 1322540, - "we reported a critical k+ of 6.2 on (B)(6) 2019. His daughter came in the following week or later and reported that we had run this on her father and reported it as a critical but when he went to the ER they stated it was normal in the 5.0 range. I pulled the data from the analyzer but was unable to pull the specimen because it was discarded at > 7days. The tech has actually questioned the critical result and repeated the specimen again because there as no previous and the rest of the result besides the bun were normal. The specimen was actually run 4 times to verify the potassium rather than the 2 required to verify any critical. There was no hemolysis as seen on the report from the analyzer. The qc was well within the range as the documentation demonstrates. There was no reason for the tech to doubt the validity of this result. After the daughter let me know of the result in the ER and I had reviewed our data, I called the physician, and let her know and to ask her to have it verified somewhere else. I never heard back from her until after the second incident." Email correspondence describing conversation, - "this morning labcorp department head of toxicology called and spoke with me for a while on the potassium issue I am experiencing. His man point was to get rid of using plasma tubes/samples completely. He stated that the issues I am having with potassium are issues that everyone has at one time or another when using plasma. He realizes all hospitals use plasma as their main sample of choice because of convenience. Labcorp does not recommend plasma because of issues mainly with potassium. He further stated that labcorp had these elevated potassium's they would like to see if they also received a serum sample. Falsely elevated potassium's on plasma always results as normal on the serum tube. I did not know this. I am going to switch to serum tubes but they have to be spun at the higher rcf for 15 minutes. He was very clear on following these steps. I still need the centrifuges.""

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.